Event description:
Expired meniscus arrow was implanted in patient during a right knee meniscal repair. At the end of the procedure, it was noted that expiration date of the implant was 2005.

Manufacturer narrative:
Labeling clearly indicates the expiration date of the device.